Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. Unable to perform the displacement test or verify a21 alarm due to no button response. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a keypad anomaly and an after battery change alert. The customer's blood glucose level was unknown. The customer was advised that the product would be replaced. No further details were provided.